Event description:
Four bags with stem cell product were transplanted. Two of the bags broke after cryopreservation and storage and before thawing. Bacterial culture of the sample taken from the broken bags showed no growth. The stem cell product from the broken containers was transplanted, and the pt was given the antibiotic "rozefin" 2g (route unknown), during transplantation because of sterility risk due to the broken bag. The pt successfully engrafted and is well at this time.